Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg) and loss of pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.